Event description:
A report was received that a patient underwent an ipg revision procedure due to erosion of the skin at the pocket site. The patient had gained a significant amount of weight, and the ipg was exposed. During the procedure, the physician explanted the ipg and implanted a new ipg in a different location.